Event description:
According to the reporter, during a laparoscopic robotic partial left nephrectomy, the device¿s valve seal was damaged after balloon deployment and trocar placement. After dissecting balloon was removed and the scope was inserted through the remaining cannula portion of the product, pneumo could not be maintained as the seal was not snug around the scope. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.